Manufacturer narrative:
The automated impella controller (aic) has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) console reports "purge fluid not detected." There was no reported harm to an unknown age patient.

Event description:
The console was exchanged for a backup. This complaint was related to a clinical procedure, but there were no adverse events related to this event.

Manufacturer narrative:
The investigation for the console (aic) purge disc/flag issues has been completed. Console logs from the reported day of event are mostly consistent with complaint and show ¿purge disk not detected¿ alarm (#402) which was resolved in 15s, however the case start wizard was unable to proceed due to purge system malfunction, resulting in ¿purge fluid not detected¿ error message. Logs show multiple ¿piston blocked¿ messages as well as repeating pud communication issues, not resolved after pud resets. After few failed attempts to prime/de-air, the console was exchanged for backup, where issues were resolved. The aic was returned for evaluation which revealed immobilized purge motor shaft (by dried-up glucose), which was causing ¿piston blocked¿ messages as well as pud communication issues, due to increased current draw from the motor. After cleaning the shaft and its gasket, the purge was operating within specification. The cause of the aic issue was contamination. Added- b5-addl event narrative, h6 impact code 4629 d4-updated model number, corrected UDI. In accordance with updated procedures, sections d2 has been revised from the initial submission.